Event description:
A report was received that the patient had pain at the pocket site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated.

Event description:
A report was received that the patient had pain at the pocket site. The patient will undergo a revision procedure.